Event description:
Litigation papers allege: (B)(6) 2007, she had a left hip implanted, on (B)(6) 2007 she had her right hip implanted. But, in (B)(6) 2007 her left hip became dislocated, and by (B)(6) of 2008, her right hip implant become dislocated twice for what she had a reduction for. (B)(6) 2008, had a revision surgery due to repeated dislocation she experienced with her right hip. (B)(6) 2008, her right hip dislocated on several occasions the she had to have her hip reduced again. She was forced to have another revision surgery on her right hip (B)(6) 2010. Update rec'd (B)(6) 2012 - patient was revised to address lack of range of motion and stability. Update rec¿d (B)(6) 2012 ¿ pfs and medical records received. Part/lot was provided. A dor from the left hip was given. The unknown hip and unknown liner is being changed to the head and liner from the left primary for dislocation, pain, and popping issues. The unknown head is being changed to head from the right primary and a liner is being added as well for dislocation, pain, and popping. A new complaint will be entered for the second revision of the right side. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.